Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement, noise and oversensing were observed due to a ventricular lead fracture. The lead was capped and replaced. The patient was in stable condition.